Event description:
The consumer reported had not experienced 50% symptom improvement yet since being implanted on (B)(6) 2017. It was noted that the patient had symptom improvement during the trial. The patient had felt stimulation, but no longer did. The therapy was on. During the call, stimulation was increased from 0.9v to 1.9v. The consumer mentioned that the patient felt a numb/stimulation sensation near the stitches when increasing, which went away and was resolved. The patient was then able to feel stimulation in the bicycle seat area. The indications for use were urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.